Event description:
It was reported the customer's threshold suspend feature was falsely triggered. The customer's blood glucose was 140 mg/dl when the threshold suspend was triggered. The customer's mother stated their sensor glucose was 59 mg/dl and the suspend threshold limit was 60 mg/dl. The customer's mother also stated the issue was recurring. The customer was not displaying any symptoms of low blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.